Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 65mm abdominal aortic aneurysm. It was reported that during the index procedure, etbf2816c124e was implanted without issue. 3mensio centerline work-up was performed and it was indicated a lowest 3rd renal to aortic bifurcation measurement of 81mm. It was reported that the gate was released in an anatomical position and the graft deployment complete and delivery system removal successfully. It was reported that the physician was not able to cannulate the contralateral gate. Attempts were performed to advance catheter, wire, snare and approach techniques without success. It was reported that the physician noted while attempting to access that the gate opening was close to the posterior portion of the aneurysm. It was reported that the physician then decided to use etuf2814c102e, which was successfully placed to the fem-fem and left iliac plug. As per the physician, cause of the event was anatomy. No additional clinical sequelae were reported and the patient will be monitored.